Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Clarification: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. This is a known potential adverse event addressed in the product labeling.

Event description:
Health professional reported injecting a patient with juvéderm® voluma¿. The patient experienced ¿granulomas.¿ the patient was treated with ciprofloxacin and corticosteroids. The patient was fine for 2.5 months but awoke with ¿inflammation¿ in the face. No biopsy results have been received. The event is ongoing.